Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant was completely covered by bone, infection, swelling, abscess. Pus emptying around the implant on 10.5.19. Another implant which was placed at the same time in (B)(6) is stable at the moment - delayed immediate implantation after 8 weeks.